Event description:
Baxter (B)(4) received a report that an infusor had a reservoir leak during filling. The device was being filled with a solution of sufentanil and bupivakain. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with fluid inside the housing for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the welded area of the volume indicator. The root cause was determined to be improper welding of the volume indicator and port. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was investigated through corrective and preventative action (CAPA).